Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: unknown. Investigation is underway.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve in the aortic position via transfemoral approach, 1st valve got stuck in the 16fr esheath that was not placed deep enough in the femoral artery. As a result, the valve became stuck and the sheath ¿split¿ outside the artery. The valve then became lodged in the sheath. The whole system was eventually removed, including the sheath. A second sheath and 29mm s3 in the aortic position via transfemoral approach was successfully placed and the  valve was implanted. There was no injury to the patient. Per pre-deco contamination of the return devices, the esheath had a cut on the hdpe at the distal tip with material still attached.

Manufacturer narrative:
The esheath was returned alone with no accompanying devices. No applicable imagery was provided for review. Visual inspection revealed the device was returned with valve in sheath just distal to strain relief. The liner stretching 3/4" distal to strain relief was observed at location of crimped valve. The distal 6" of sheath is unexpanded. There was a cut on hdpe at distal sheath with material still attached. No functional testing could be performed due to the nature of the complaint (sheath torn). The complaint was confirmed through visual inspection. Due to the nature of the complaint, no dimensional inspection could be performed (the liner was intact). DHR review was unable to be performed as no work order (wo) was provided. Lot history review was unable to be performed as no wo was provided. A review of the complaint history from november 2017 to october 2018  for the esheath (all models and sizes) revealed the complaint rate for applicable trend categories ¿sheath shaft ¿ resistance with delivery system, bc , resistance between device, and sheath shaft ¿ liner torn¿ did not exceed the control limits. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the edwards esheath. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the esheath was visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified during evaluation, no preventative or corrective actions are required.  The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but available information suggest procedural factors (esheath not fully inserted) may have contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.   The complaint ¿sheath shaft ¿ liner torn¿ was not confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (esheath not fully inserted) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.